Event description:
It was reported through the litigation process that approximately seven months and twenty four days later post port placement procedure for the administration of chemotherapy, the patient reportedly developed with fever, anemia and atrial fibrillation. It was further reported that patient was diagnosed with bacteremia, bacterial infection and sepsis. Reportedly, the infected port was removed. However the patient was expired and the cause of death was not provided.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No medical records were provided for review. Therefore, the investigation is inconclusive for the report of the patient allegedly developing weakness, fever, anemia, atrial fibrillation, bacterial infection, and sepsis, nor the reported patient death, as no objective evidence was provided for review. A definitive root cause for the reported symptoms and patient death could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3. H11: g2. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that approximately seven months and twenty four days later post port placement procedure for the administration of chemotherapy, the patient reportedly developed with fever, anemia and atrial fibrillation. It was further reported that patient was diagnosed with bacteremia, bacterial infection and sepsis. Reportedly, the infected port was removed. However the patient was expired and the cause of death was not provided.